Event description:
Initially the customer reported having a problem with interference. On (B)(6) 2011 the customer reported having received a replacement cable paddle but did not know any details of the reported symptom. There was no pt involvement.

Manufacturer narrative:
(B)(4). Initially the customer reported having a problem with interference. On (B)(6) 2011 the customer reported having received a replacement cable paddle but did not know any details of the reported symptom. There was no pt involvement. Based on the limited available info we are considering this a malfunction of the pads cable resulting in pads ECG interference.